Event description:
Reporter indicated a vns handheld computer was unreliable. The vns handheld computer, flashcard, and programming wand have been requested for return. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.